Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. After crossing a guide wire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.